Event description:
It was reported that a patient with a prior left reverse shoulder arthroplasty experienced baseplate and screw pullout from the glenoid with associated bone loss, and was being considered for a patient-matched implant for revision. Subsequently, the patient was reported to have been noncompliant with postoperative recovery instructions and weight restrictions, after which the baseplate and screws disengaged from the glenoid, resulting in bone loss and the need for a reconstruction solution. The patient was being considered for revision surgery with a patient-matched implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. Root cause has been identified as use error. The patient was non complaint with post op recovery instructions/weight restrictions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.